Event description:
Caller reported that cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller to remove an obstructive o-ring from the pneumatic tap and clean the area, instructed inspection of the cartridge, assisted in filling a new cartridge, and ensured the caller followed on-screen instructions to successfully attach the cartridge, resuming insulin delivery.